Event description:
It was reported that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2023. The condition of the patient is unknown.